Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: date of report, brand name, device product code, catalog #/lot #/expiration date, date received by manufacturer, PMA/510(k) #. Depuy still considers this investigation closed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.update 12/3/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated stem subsidence, leg length discrepany, and a loose stem/sleeve. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/29/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.